Event description:
The patient stated that his ok and contrast buttons poorly activate desired pump functions when pressed. He says he must press them multiple times hard and there still may be a delayed response. He says the up and down arrow buttons are working correctly. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.